Event description:
It was reported that a balloon rupture occurred. A femoral artery vein, left umero-cefalic venous dilatation was performed. A 7.0 x 40, 75 cm mustang balloon was advanced to dilate the target lesion and inflated, but after 8 atmospheres, the contrast began to come out of the balloon and the balloon was not inflated and was losing pressure. It was noted that when inflating the balloon, it was losing pressure and contrast came out due to a defective hole in the balloon. The balloon was totally deflated and removed from the patient. The procedure was completed with another of the same device without any issue. No patient complications resulted in relation to this event and the patient was reported to be okay. It was noted that only the balloon was affected, defected, but removed without any issue.

Manufacturer narrative:
Device evaluated by MFR: a 7x4x75cm mustang balloon catheter was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the distal tip. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. As per mustang specification the rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination observed damage to the tip of the device. This type of damage is consistent with excessive force being applied to the device. An examination of the shaft and markerbands identified no further issues.

Event description:
It was reported that a balloon rupture occurred. A femoral artery vein, left umero-cefalic venous dilatation was performed. A 7.0 x 40, 75 cm mustang balloon was advanced to dilate the target lesion and inflated, but after 8 atmospheres, the contrast began to come out of the balloon and the balloon was not inflated and was losing pressure. It was noted that when inflating the balloon, it was losing pressure and contrast came out due to a defective hole in the balloon. The balloon was totally deflated and removed from the patient. The procedure was completed with another of the same device without any issue. No patient complications resulted in relation to this event and the patient was reported to be okay. It was noted that only the balloon was affected, defected, but removed without any issue.